Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module infusion set was leaking the following information was received by the initial reporter with the following verbatim. Bd alaris pump infusion set 1.2 micron filteralaris pump infusion set 1.2 micron filter x2 leaking from end port after clamped when attempting to set up tpn. No connection to patient's port made, no impact to patient. Box with tubing/infusion sets pulled from unit. New box of alaris pump infusion sets (different lot #) infusing well. This is a stocked clean core item in most units but not in xxxxxxx.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2202-0007 and lot# 23085143 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.